Event description:
It was reported that the sirus nail has broken.

Manufacturer narrative:
(B) (4). Conclusion: the investigation shows that the cause of the breakage was fatigue due to an excessive dynamic bend loading. There are no signs of a production or material failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.